Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported that surgeon performed a revision of patient's hip (side not reported) due to trunnionosis. Upon incision, surgeon reported the presence of a "milky, yellowish fluid" and further reported significant soft tissue damage. Rep reported that the stem & cup were well fixed, the head was dislocated and the trunnion scratched. The liner dislocated from the acetabulum.